Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer¿s adc freestyle libre sensor fell off after 6 days of wear. The customer was unable to monitor their blood glucose and it was noted that the customer¿s blood glucose dropped and consequently experienced a loss of consciousness. The paramedics were called and a blood glucose result of ¿lo¿ was obtained and the customer was provided honey for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.